Event description:
The nurse of a (B)(6) female patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation, the monitor was unable to boot up. Corrosion was discovered on the monitor's table top board and connector j502 on the monitor's c/a board. The root cause for the corrosion could not be positively identified, but was likely ingress of an unknown liquid. No adverse event resulted from the monitor contamination. The patient received a replacement monitor.